Manufacturer narrative:
Company rep evaluated system rack and found that the wireless communication was disabled and cpu was smothered with dust causing communication loss. Once the system rack was cleaned, wireless network communication was reestablished. System was tested per factory's specifications.

Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepacks. No pt injury was reported.